Manufacturer narrative:
H3: device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the hub had damage. There was no report of patient impact. The following information was provided by the initial reporter: the physician was preparing to inject the patient. He used the needle from the box. The needle would not go into the hub of the syringe and the medication would not draw up. He withdrew the needle and tried again. It still would not work. The doctor gave up on that needle and got another kit.

Event description:
Pr (B)(4) is duplicate of pr (B)(4).

Manufacturer narrative:
(B)(4).